Manufacturer narrative:
Valeritas. Ae assessor spoke with the patient for further investigation of this complaint. Patient reported:the infection was on the right arm inserting into the front of the arm into the muscle above the elbow but says there is fat there also infected in the muscle patient does not know how it happened. Surgery to remove the infection from the right arm was done one month ago. Hospitalized for 1 week does not know the dates. Wound is healing slowly antibiotics were stopped.

Event description:
Patient mentioned she developed an infection in her arm where the vgo was applied. Patient hcp treated the infection and currently has bandages on her arm.